Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable pacemaker tripped longevity from 5.5 years to 2.4 years months due to patient's atrial fibrillation (af). Engineering analysis indicated power consumption got high to 60 microwatts from 40 microwatts which was related to af. Boston scientific technical services (ts) discussed sensing could be reprogrammed for battery recovery. Additional information obtained from the field representative indicates that a device setting was not changed as the patient was not on af all the time. The device remains in service. No adverse patient effects were reported.